Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the fenestrated bipolar forceps instrument operated as expected during the last procedure usage. The instrument did not exhibit any unintended energy discharge. After the completion of this procedure, the instrument was not inspected.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) yaw pulley was observed to have scratch on the pulley cover. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have scratches and abrasions on the bipolar yaw pulley. Also, the instrument was found to have charring and localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The fenestrated bipolar forceps passed the electrical continuity test. An excessive amount of dried residue around the clamping pulley cable grooves. Review of the provided image is consistent with the alleged complaint that the instrument yaw pulley was scratched.